Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the system controller produced a yellow wrench/backup battery fault. When the system controller was interrogated at the hospital, the system controller backup battery had 25 months left prior to expiration. The patient¿s system controller was exchanged to their backup system controller. The backup system controller produced a yellow wrench/system controller fault when the driveline was engaged. The system controller backup battery also had ¿numerous months¿ prior to expiration. It was reported that the system controllers and the driveline were not visibly damaged. It was reported that the patient had felt a "weird feeling" in the head, but had recovered quickly. The system controller was replaced a second time, and a pump off/red heart alarm was observed. The submitted log file was reviewed by the manufacturer¿s technical services¿ representative, and the data confirmed multiple pump stoppages. X-rays of the driveline did not show any obvious areas of concern. On (B)(6) 2017, it was reported that the lvad system had been connected to battery power since (B)(6) 2016, and that the patient had been asymptomatic. Images provided showed a tear in the silicone jacket of the driveline. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. No additional information was provided.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed during the evaluation of the returned driveline. Approximately 10.5 inches of the external portion/distal end of the driveline was returned for evaluation. Examination of the driveline found breakdown of the braided shield adjacent to the controller connector and the terminus of the bend relief. Visual inspection of the wires found the black wire was breached adjacent to the metal connector and the majority of the inner conductors were fractured. No other wire breaches were observed. If the exposed conductors of the black wire contacted the braided shield while the system was operating on a tethered power source, the resulting short to ground would have caused the low speed events and pump stoppages observed on the system controller log files. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.